Event description:
It was reported this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. Imaging was noted to be challenging throughout the procedure. Two clips were successfully deployed on the anterior and septal leaflets. After placing the second clip, a large jet was observed between the anterior and posterior leaflets. To treat the residual tr, an third clip was inserted, and advanced into the right ventricle (rv). However, while in the rv, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae and retracted into the right atrium (ra). While maneuvering in the ra, the clip interacted and became stuck on the implanted clips. Troubleshooting was performed and the clip was able to be removed. However, after removal, it was observed the clip cover was damage. No additional clips were implanted and the procedure was discontinued. Tr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy and clip entanglement were due to procedural circumstances. The reported damaged clip cover was a cascading event of troubleshooting the reported clip entanglement. The reported difficult imaging was due to patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.